Event description:
The patient received inappropriate therapy due to atrial fibrillation which was due to device programming. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences.